Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed and confirmed customer received the reported issue other critical pump error. No harm requiring medical intervention was reported. Customer was advised to discontinue using the pump. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches however, the pump alarmed pump error 75 during the self test, failed the sleep current measurement test (high current), and alarmed pump error 25 during testing. The pump also experienced an unexpected unsafe shutdown after the battery was removed. The trace and history files were successfully downloaded using thus. The pump was cut open to perform a visual inspection. Moisture damage and corrosion were found on the electronic assembly (pcba 1 and pcba 2) with corrosion on the j6 connector on pcb 1 and inside the battery tube. The corrosion has caused the j6 (lithium backup battery) connector to break off pcba 1. The corrosion has caused the j6 (lithium backup battery) connector to detach from pcba 1 causing pump error 25 alarms, pump error 75 alarms, and unexpected unsafe shutdown. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, stained and faded serial number label, and pillowing keypad overlay. Moisture damage and corrosion were found during a visual inspection. Pump error 25 alarms, pump error 75 alarms, and unexpected unsafe shutdown are confirmed due to the corrosion damage causing the j6 connector of pcba 1 to break off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.